Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders were not crossing in multiple units. A technical support specialist pro-actively checked and restarted cce-service and system. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 21-40mainsuser/form mgmt lic 21-40mains. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system orders were not crossing in multiple units. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.